Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown head, unknown unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01399, 0001822565 - 2018 - 01397, 0001822565 - 2018 - 01401. Product location.

Event description:
It was reported that the patient underwent an unknown procedure and subsequently was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.